Manufacturer narrative:
Analysis was performed on the device. The reported plunger retraction could not be confirmed due to returned device condition. The reported suture separation could not be confirmed due to components not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a heart catheterization interventional procedure using a 6f sheath. Reportedly, the plunger was difficult to retract. Eventually, the plunger was removed but the suture broke due to the resistance. This occurred with both devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.